Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter displayed an inaccurately high control solution result. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first began on (B)(6) 2018, 12:52pm. He stated that on an unspecified date and time he obtained an alleged inaccurately high control solution result of 180 mg/dl on the subject meter. The patient manages his diabetes with ¿amaryl 5mg and glimepiride 20mg¿ and stated that less than a minute after the alleged product issue began he developed the symptoms of ¿dizzy and shakiness¿. The patient reported that on (B)(6) 2018, 12:53pm he self-treated with food/drink. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strip vial was neither cracked nor broken and the test strips were stored correctly and within expiry date. The control solution test had not been selected manually. The control solution was correct, stored correctly and had not expired. However, the control solution test was carried out incorrectly. When the cca walked the patient through a retest the patient confirmed the result fell out with lfs¿ acceptable range. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.